Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Customer¿s blood glucose (bg) level was 516 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection. A replacement pump was sent to the customer to resolve the issue.